Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h3: the cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation and/or subluxation are known risks, as outlined in the IFU. H6: type of investigation, investigation findings, investigation conclusion

Manufacturer narrative:
D10 concomitant devices: 320-42-13 - equinoxe reverse 42mm humeral const liner +2.5 (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 308-10-05 - large prox body +0 (B)(6) 308-15-75 - taper locking screw 75 (B)(6) 308-05-26 - distal fixation ring ha 26.5 (B)(6) 308-01-09 - 9x80mm distal stem modular cemented (B)(6) 308-10-75 - 75mm middle segment modular (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left shoulder has been revised. Patient has dislocated. Surgeon implanted the same thickness of implants in the first dislocation: pulled out the tornier 42 glenosphere and base plate, implanted an equinoxe 0 humeral tray and the 2.5 constrained liner. He has now put in a replicator plate and large 53 mm humeral head. Patient was last known to be in stable condition following the event.